Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included cervical dysplasia. Concurrent conditions included adrenal insufficiency, neurogenic bladder, gastroparesis, pseudo-bartter syndrome, acid reflux (oesophageal), unspecified vitamin b deficiency, asthma, depression, weight normal, cervix inflammation, parakeratosis, ovarian cyst and luteal cyst of ovary. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous ("pregnancy: stillbirth/miscarriage"), dysmenorrhoea ("dysmenorrhoea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal discharge ("vaginal. Discharge"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), alopecia ("hair loss"), gastrointestinal disorder ("gi conditions/ gastrointestinal or digestive"), tooth disorder ("dental problems"), migraine ("migraine"), nausea ("nausea"), nervous system disorder ("neurological condition /problems"), visual impairment ("vision problems/ vision/eye problems type"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection") and vaginal infection ("vaginal infection"), was found to have a pregnancy with contraceptive device ("pregnancy: stillbirth/miscarriage") and was found to have weight increased ("weight gain/ weight gain / loss specify which one"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy,). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, heavy menstrual bleeding, psychological trauma, urinary tract infection, vaginal discharge, bladder disorder, urinary tract disorder, fatigue, alopecia, gastrointestinal disorder, tooth disorder, migraine, nausea, nervous system disorder, weight increased, visual impairment, vaginal haemorrhage, cystitis and vaginal infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, heavy menstrual bleeding, migraine, nausea, nervous system disorder, pelvic pain, pregnancy with contraceptive device, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for , pelvic pain, apareunia, abdominal pain, dysmenorrhea, dyspareunia, menorrhagia, psych injury, uti, vaginal. Discharge, bladder problems, urinary problems, fatigue, hair loss, gi conditions, dental problems, migraine, nausea, neurological condition /problems, weight gain, vision problems. Current weight (B)(6). Discrepancy noted as essure confirmation test conducted; yes, date: not provided. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Imaging procedure - on (B)(6) 2011: bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-apr-2021: this case become serious incident, mr received. Reporter information, medical history, date explanted and auto narrative supplement were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included cervical dysplasia. Concurrent conditions included adrenal insufficiency, neurogenic bladder, gastroparesis, pseudo-bartter syndrome, acid reflux (oesophageal), unspecified vitamin b deficiency, asthma, depression, weight normal, cervix inflammation, parakeratosis, ovarian cyst and luteal cyst of ovary. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous ("stillbirth/ miscarriage"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhoea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal. Discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("vaginal infection"), urinary tract infection ("uti"), cystitis ("bladder infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), alopecia ("hair loss"), gastrointestinal disorder ("gi conditions/ gastrointestinal or digestive"), tooth disorder ("dental problems"), migraine ("migraine"), visual impairment ("vision problems/ vision/eye problems type"), nausea ("nausea"), nervous system disorder ("neurological condition /problems"), female sexual dysfunction ("apareunia") and psychological trauma ("psych injury"), was found to have a pregnancy with contraceptive device ("stillbirth/ miscarriage") and was found to have weight increased ("weight gain/ weight gain / loss specify which one"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, abdominal pain, heavy menstrual bleeding, dysmenorrhoea, dyspareunia, vaginal discharge, vaginal haemorrhage, vaginal infection, urinary tract infection, cystitis, bladder disorder, urinary tract disorder, fatigue, alopecia, gastrointestinal disorder, tooth disorder, migraine, visual impairment, nausea, nervous system disorder, weight increased, female sexual dysfunction and psychological trauma outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, heavy menstrual bleeding, migraine, nausea, nervous system disorder, pelvic pain, pregnancy with contraceptive device, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for , pelvic pain, apareunia, abdominal pain, dysmenorrhea, dyspareunia, menorrhagia, psych injury, uti, vaginal. Discharge, bladder problems, urinary problems, fatigue, hair loss, gi conditions, dental problems, migraine, nausea, neurological condition /problems, weight gain, vision problems. Current weight 186 lbs (84.4 kg). Discrepancy noted as essure confirmation test conducted; yes, date: not provided. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Imaging procedure: on (B)(6) 2011: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-may-2021: quality safety evaluation of product technical complaint (ptc). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.